Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of paint, heat to area, hard palpable lumps and oedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, pain, inflammation and edema: "undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Poor effect or weak filling effect."

Event description:
Healthcare professional reported treating a patient that had been injected with unspecified juvederm ultra in the lips, lateral brows, tear troughs and left nasolabial by another injector. Three weeks later, the patient developed "pain and heat to area" and was reviewed by the healthcare professional. Upon "palpation some lumps evident but area mostly soft." Patient was prescribed keflex. Three days later, the patient's symptoms worsened while on keflex and was then prescribed amoxycillin. Five days after that, all areas of injection became "hard palpable lumps and painful." There were "lumps all through lips," "filler was rock hard" and the "filler is evident where placed." The patient was "devastated" and states that "morning is worse and there is oedema to orbital area" patient was treated with hyalase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00945 (allergan complaint # (B)(4), #3005113652-2015-00946 (allergan complaint # (B)(4)) and #3005113652-2015-00947 (allergan complaint # (B)(4)). This MDR is being submitted for the fourth suspect product, unspecified juvederm ultra, also a device manufactured by allergan.